Event description:
It was reported that this inflatable penile prosthesis was removed due to fluid loss. Upon explant it was noted that the single cylinder wall had ruptured. The outer wall of silicone continued to break away from the cylinder body during the effort to remove the device. A new inflatable penile prosthesis was implanted. No patient complications were reported.